Event description:
The holmium laser needed for the case would not work. The laser was tested prior to the case per the laser tech from the contracted laser provider and passed, but would not work for the procedure.